Manufacturer narrative:
This report is submitted june 6, 2017.

Manufacturer narrative:
This report is submitted on march 03, 2017, by cochlear limited on behalf of cochlear americas. Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device on (B)(6) 2017.